Event description:
During a tkr [total knee replacement procedure, a vendor whose presence in the o.r. Was requested by the surgeon had not used aseptic technique while removing an implant from the sterile packaging. This break in technique was not realized until after the procedure had been completed.